Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that malfunction issue. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. They verified that the device ready for use indicator was displaying a red x. During troubleshooting the fse confirmed that the battery was operating normally but the therapy cable needed to be connected. After the therapy cable was connected, all operational checks passed.